Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter; product ID 8782, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information received from a healthcare provider (hcp) via a manufacturer representative regarding a patient receiving baclofen (2000mcg/ml at 450mcg/day) via an implanted pump. Indication for use was noted as intractable spasticity. It was reported that the hcp was going to do a dye study but could not aspirate. The hcp decided to replace the entire catheter on 2015-12-29. It was noted that the pump had been empty since 2015-12-01. No symptoms were reported. The new drug was noted as lioreseal (500mcg/ml at 100mcg/day).